Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "felt a lump under breast" and "had an ultrasound which confirmed a rupture." Device remains implanted. This is a right side record.

Manufacturer narrative:
Additional, changed and / or corrected data. Device evaluation: visual analysis of the returned device identified missing shell and the device were broken shell. A weight test of the device was verified and the device underweight . A microscopic analysis was performed which identified broken striated and one curved opening striated. Based on the device analysis the final assessment is: a striated edge broken in the side anterior assessed as surgical damage. One opening striated in the side anterior assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Device has been explanted.